Event description:
During an in clinic follow-up, loss of sensing and loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and ra lead dislodgement was observed. The ra lead was repositioned to resolve the event and the patient was in stable condition.